Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the they experienced hypoglycemia. The customer blood glucose level was 40 mg/dl at the time of incident and the current blood glucose level was 40 mg/dl. Customers other relevant blood glucose values were 52mg/dl,41mg/dl, 51mg/dl and 91mg/dl. The customer was assisted with troubleshooting. The customer was treated with candy for low blood glucose level. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer stated the drive support cap appears normal. Customer was alleging pump was over delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and displacement accuracy test. Insulin pump passed the delivery accuracy test at 0.08800 inches.